Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, brown particles on the shell and opening curved. Leak test and microscopic analysis was performed which identified striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated opening on radius assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.